Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Warnings: active infection anywhere in the body may increase risk of periprosthetic infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis run an increased risk of periprosthetic infection. Measures to protect such areas from infection should be taken. Signs of acute infection reported in association with tissue expanders include, tenderness, fluid accumulation, pain and fever. Infection may compromise the expansion process. Postoperative infections should be treated aggressively according to standard medical practices to avoid more serious complications. Infection that is unresponsive to treatment or necrotizing infection may require premature tissue expander removal. Precautions: pre-existing infection- patients who present with any active infection may need to be treated and the infection resolved before placement of the tissue expander. Avoiding contamination at surgery: to avoid contamination, aseptic technique is essential. Do not expose the tissue expander to lint, talc, sponge, towel, and other contaminants. Contamination at the time of surgery increases the risk of periprosthetic infection, which could require premature explantation of the breast tissue expander. Adverse reactions: infection: pre-existing infections not resolved before tissue expander placement may increase the risk of periprosthetic infection. Infection is an inherent risk following any type of invasive surgery, and may occur during the tissue expansion process. Patients who present with wound dehiscence, tissue erosion, ischemia or necrosis, and patients undergoing immediate breast reconstruction run an increased risk of periprosthetic infection. Signs of acute infection reported in association with tissue expanders include erythema, tenderness, fluid accumulation, pain and fever. In rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life- threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Breast implant surgery potential adverse events. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Event description:
Health professional reported left side event of infection. Device has been explanted.